Event description:
Consumer stated that the bristles have been falling out into her mouth. It happened a couple weeks ago and is now happening every time she brushes her teeth.

Manufacturer narrative:
Manufacture date updated because product was returned.